Event description:
Complainant alleged that the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the device performed to specification. However, upon inspection, the customer's batteries were found to be depleted. Analysis of reports of this type has not identified an increase in trend.